Event description:
While using a byte night aligners, patient reported that they were examined by their dentist and provided a letter of recommendation. The dentist findings are the dentist has noticed a big change in the patient's occlusion as they displayed many areas in traumatic occlusion, open contacts and major grinding, chipping of incisals and attrition in areas that the patient never had. Dentist told the patient to stop the byte treatment. That they would try and correct the damage after the patient retracted to a more atraumatic occlusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.